Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract. The following information was provided by the initial reporter: ¿catheter needle not retracting (autoguard feature). It appeared as if the catheter was "stuck" along the length of the needle, was difficult to twist the sheath around the needle to allow it to retract.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract. The following information was provided by the initial reporter: ¿catheter needle not retracting (autoguard feature). It appeared as if the catheter was "stuck" along the length of the needle, was difficult to twist the sheath around the needle to allow it to retract.